Event description:
There was an allegation of a questionable high elecsys ca 19-9 result from the cobas e 801 analytical unit for one patient. The initial result was 64.7 iu/ml. The first repeat result on (B)(6) 2026 was 5.6 iu/ml. The second repeat result on (B)(6) 2026 was 5.6 iu/ml or 5.16 iu/ml.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The qc was within range on the date of the event. The calibration is slightly lower than the expected range but still acceptable. The investigation is ongoing.